Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she received a no delivery alarm. Customer stated she delivered a 5 unit bolus into the air and the insulin pump alarmed again. Insulin did not exit the tubing with fixed prime. Customer stated that the insulin pump alarmed no delivery at manual prime. Customer was instructed to assemble a new infusion set and reservoir; customer did not want to change because she had just changed the set. Manual prime was performed again and insulin exits. Blood glucose value at the end of the call was 573 mg/dl; she tried to deliver a bolus but got a no delivery again. She became very emotional and concerned; she corrected with manual injection. It was offered to replace the insulin pump due to husband feeling it was not functioning. Customer declined and stated that she want to try the infusion sets samples first. She explained that due to scar tissue she is changing the type of infusion set she uses. Blood glucose value is 234 mg/dl. Nothing further reported.